Event description:
Physician was unable to cross the target lesion site. The sheath and stent/balloon assembly were withdrawn as one unit. Upon withdrawal, the stent came of the balloon in subcutaneous tissues of the groin. Pt sent to surgery for removal of the stent. No further complications. Pt was in satisfactory condition after surgery. Target lesion site was the renal artery.